Event description:
It was reported that the pump experienced error code 105. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.